Event description:
It was reported the patient had turned her scs system off on (B)(6) 2013, but had not recharged the ipg for over a month prior to turning it off. The sjm representative met with the patient and attempted to communicate with the ipg using replacement external devices, but was unable to resolve the issue. It was reported the physician would undertake surgical intervention once the patient healed from a recent surgery.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.